Manufacturer narrative:
The device was returned for analysis. A visual and tactile inspection revealed no issues identified with the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. A microscopic analysis revealed no sign of damage, stretching or lifting of the stent struts. The balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of distal tip damage. The dimensional testing of the undamaged crimped stent od (outer diameter) was measured by snap gauge and the result was 0. 0385 this is within max crimped stent profile measurement. An attempt was then made to inflate the balloon to 18 atmospheres using the inflation aid balloon inflated with no issues.

Event description:
It was reported that balloon rupture occurred. The target lesions were located in the proximal, middle and distal right coronary artery. A 2.75 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The target lesions were located in the proximal, middle and distal right coronary artery. A 2.75 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure.